Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: a review of the pump¿s black box history showed that the data for the date of the complaint had been overwritten. There was no evidence of short battery life was observed in the current black box data. During investigation, the ez-prime¿ steps were performed correctly; the pump current draws were found to be within specifications. The pump case was removed, and no intermittent condition was found to the pcb or to the cgm module. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.